Event description:
The lay user/ pt contacted lifescan (lfs) affiliate alleging high readings on his one touch ultra smart meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: approximately two weeks prior to calling lfs at an unspecified time, the patient compared his meter to the lab. The readings were taken less than 10 minutes from one another. Lfs meter read 9.0 mmol/l (162 mg/dl) and lab result was 6.0mmol/l (108 mg/dl). On an unspecified day, the patient obtained a reading of 9.0 mmol/l (162 mg/dl) around suppertime. He then took" r" insulin based on a sliding scale (specific amount is unk) and ate dinner which consisted of chicken, scalloped potatoes and salad. Two hours later, he felt sweaty, nervous weak and panicky. He retested and obtained a reading around 3.6 mmol/l (64 mg/dl) and 4.1 mmol/l (73 mg/dl). He treated himself with milk and did not contact his physician for assistance. On an unspecified date and time after the incident, the patient also did a precision test and claims that his readings were from 9.0 mmol/l - 14.0 mmol/l (162-252 mg/dl). Due to the discrepancy in the readings the patient went to visit his physician and was advised to increase his insulin accordingly. Patient increased insulin from 27 units to 30 units of n insulin. The test strips are in good condition and not expired. The technique of applying blood on the test strips was correct. The patient ran a control solution test prior to contacting lfs and obtained a 7.2 mmol/l (range 6-8 mmol/l). The complaint is being reported because the patient took insulin based on the meter reading of 9.0 mmol/l and two hours later had symptoms consistent with being hypoglycemic. The patient tested on the same meter and obtained results consistent with his symptoms; however, the patient had also performed a meter to laboratory comparison where the meter result was 3 mmol/l higher than the lab result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.